Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer was confused how to use purewick female external catheters. The patient has used only four days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions; vendor/printer error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement." The labeling was reviewed and it states" ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation." The labeling was reviewed and it states "not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer was confused how to use purewick female external catheters. The patient has used only four days.